Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was silent ischemia as evidenced by ECG stress test (treadmill/bicycle test). Pre-procedure ck was within normal limits and troponin was less than two times above the upper normal limits. Pre-procedure medications included aspirin, clopidogrel, statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractioned heparin. Pci was performed on an 80% de novo lesion in the other obtuse marginal of 10mm in length in a 2.5mm vessel diameter. The (b2) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5 x 12mm balloon at 10 atmospheres (atm) before a 2.5 x 18 mm cypher select plus stent was deployed at 16 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Pci was performed next on an 80% restenotic lesion (after driver stent) in a saphenous vein graft (svg) near the other obtuse marginal of 6mm in length in a 3.0mm vessel diameter. The (b1) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x12mm balloon at 14 atm before a 3.0 x 13mm cypher select stent was deployed at 22 atm with suboptimal results. The lesion was post-dilated with a 3.5x8mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedure complications. Pci was performed next on an 80% de novo ostial lesion in a saphenous vein graft (svg) near the other obtuse marginal of 10mm in length in a 3.5 mm vessel diameter. The (b1) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.8x8mm balloon at 22 atmospheres (atm) before a 3.5x18mm cypher select plus stent was deployed at 22 atm without satisfactory results. Post-dilatation was conducted with a 3.5x8mm balloon at 22 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure ck and ck-mb were within normal limits but troponin was three times above the upper normal limits, at the 6 to 24 hr interval post-procedure. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors, and bet-blockers. At the 1 and 6 month follow up intervals, the pt was asymptomatic for angina symptoms. Post-procedure medications were the same except that the pt was not taking ace inhibitors. There were no adverse events or surgeries reported. At the 1-yr interval, it was the same except that an adverse event was reported. The pt was hospitalized with a prostatic problem with elevated psa due to sub clinical prostatic. Antibiotic treatment was started. This event was classified as unrelated to the study device. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt. This is one of the three devices associated with the reported event that were submitted under the following mfg numbers 9616099-2008-01435, 9616099-2008-01436, and 9616099-2008-01437.

Event description:
As reported by the study, 16 months after the index procedure in which lesions in the 2nd obtuse marginal (including two saphenous vein graft lesion near the om2), this pt was hospitalized because of thoracic pain and pulmonary edema. Control coronary angiography showed: lima to lad is normal, venous graft to the lateral branch 50 % stenosis, rca minor stenosis (50%), left main major stenosis (99 %), lad major stenosis, cx major stenosis (prox. Cx 100%). No indication for a new revascularization. The systolic function of the left ventricle is decreased: anterobasal hypokinetic, anterolateral hypokinetic, apical hypokinetic, inferobasal normal, inferolateral hypokinetic, septal normal, posterior normal. Ejection fraction: 47%, end systolic volume: 99 ml, end diastolic volume: 188ml. Conservative therapy. Stenosis in lad, cx, rca, left main already present at the time of coronary angiography. These vessels were not filmed at the moment of inclusion in the registry.